Event description:
The first implantation was done in 2003. Though ventricular reduction started soon and the surgery seemed successful, a CT scan performed 4 months later revealed ventricular expansion. Investigation using contrast medium was conducted with no obstruction noted. When flushing test was conducted prior to implantation, no valve abnormalities were noted. A revision was required and performed a month after the CT scan.